Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had a long trochanteric fixation nail-advanced (tfna) nail implanted 2 weeks ago. The patient fell postoperatively and implants needed to be removed and revised to a hemiarthroplasty. The procedure and the patient outcome were unknown. This report is for one (1) 11mm/130 deg ti cann tfna 420mm/left - sterile. This is report 2 of 2 for complaint (B)(4).